Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were of filling his tubing when he encountered the issue. Customer's blood glucose level was unknown at the time of incident. Customer also stated that there was a solid circle on the pump. Customer stated that all the buttons of the insulin pump were working fine. The insulin pump will not be returned for analysis.